Event description:
Our patient had a cysto with cystolithopaxy with holmium laser in 2006. Upon examining the patient in the office (cystoscopy), the physician discovered a foreign object in the patient's bladder. Patient was brought in to us for surgery for removal of the foreign object (15 months after the original surgery). During this cystoscopy, the physician discovered that the foreign body was the insulated tip of the acmi resectoscope that had been used during the 2006 procedure. Object was removed. Nurse and cluster manager were called to the room. Pictures were taken of the object, resectoscope with missing insulated tip and reported to risk management.